Event description:
It has come to rptr's attention that misleading claims regarding sunrise technologies' hyperion ltk laser are being promulgated by the co and norden laser vision associates. In norden's 9/6/00 news release - which has been disseminated by sunrise technologies - dir praises the procedure as "so safe and virtually pain free"; the news release also erroneously describes treatment with the hyperion ltk as a "three-second 'no touch' procedure." Yet, the news release neglects to mention that sunrise technologies' laser is FDA-approved only for the temporary reduction of hyperopia, as the treatment's corrective effect has a tendency to diminish significantly over time. Furthermore, during an 8/22/00 interview, sunrise technologies' president and ceo responded to cnnfn reporter's question of whether the hyperion ltk has any side effects by stating, "what our clinical trials showed was that in terms of laser related adverse events, we have zero, so it really has a fantastic safety profile." Then explains that what pts usually experience with the treatment is "an immediate ability to see near and then usually their distance vision is improved but then improves even more as time goes." Rptr believes that these statements, issued without any warning about - and in direct contradiction to - the treatment's high regression rate, are purposely misleading.